Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. Visual inspection of the sample identified no issues and found the sample acceptable. The sample was tested in a cycler machine and functioned accordingly without any abnormalities observed during the testing period. The alleged failure was not confirmed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was not confirmed and a cause could not be established.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the solution bag connection to the cassette during dwell 1 of 4 of pd treatment. The patient's contact reported receiving multiple an unknown alarm or messages prior to the leak. It is unknown at which point in therapy the leak may have begun. The patient's contact was advised to cancel the treatment and follow up with the peritoneal dialysis nurse (pdrn). Upon follow up, the patient's contact confirmed the reported event and she clarified that the solution bag would only leak when the cassette was connected. The patient's contact reported that treatment was completed with cycler after resetting up supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was prescribed and treated with prophylactic antibiotics keflex 250mg oral 3 times a day for 3 days starting on (B)(6) 2019. The cassette used by the patient is available. Provided sample return instructions and shipped a sample return kit so the patient can return the sample.